Manufacturer narrative:
(B)(4). The defective unit was returned at the plant for evaluation, but the sample was contaminated with blood; hence, the sample?s analysis of the reported non-conformance could not be performed. The condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
Pharmacist of the facility reported to baxter (B)(4) of an administration set in which operator observed leakage at the lower level of the drip chamber during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.